Event description:
Motor exhaust hose ruptured during surgery. Upon follow-up, it was discovered that there was no pt impact. The motor was removed from the sterile field and the procedure was completed with a second motor.